Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The initial customer report indicated low battery alarms. During testing, the problem was confirmed. Visual and functional testing was performed. Upon further investigation, it was found that damaged downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
The device evaluation identified damaged downstream occlusion sensor. There was no patient involvement.